Event description:
At about 1 month after primary, the patient came in due to signs of infection and the pathogen is unknown. The head and liner have been revised successfully.

Manufacturer narrative:
Batch review performed on 31-jul-2024 lot 2402159: (B)(4) items manufactured and released on 06-feb-2024. Expiration date: 2029-01-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other device involved: batch review performed on 31-jul-2024 liner: versafitcup dm 01.26.2854mhc double mobility hc liner ø 54/28 (k092265) lot 2307734: (B)(4)items manufactured and released on 07-jun-2023. Expiration date: 2028-05-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.